Event description:
Information received indicates the head casters would still roll when the brake was set.

Manufacturer narrative:
The technician found the head end brake linkage was broken. The foot end casters were locking into brake. The technician used a brake/steer upgrade to repair the bed.